Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2019. Approximately 4 years after the initial procedure the patient had a right hip revision on (B)(6) 2023. The patient is currently suffering the following complications, injuries: pain, discomfort, and difficulty walking. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Event description:
As reported via legal documentation approximately 48 months after a right total hip replacement, the patient underwent a revision surgery to address polyethylene wear, pain, discomfort, and difficulty walking secondary to polyethylene osteolysis. Revision operative notes were provided. Intraoperatively, the surgeon observed significant scar tissue with no evidence of purulence. The femoral stem was noted to be significantly stable. Significant scar tissue around the acetabulum was observed. The polyethylene liner was removed and noted to have two screws loose. Significant defects were noted on the cup, but it was retained and corrected by the surgeon. No medical or surgical intervention was reported. No additional information is available.

Manufacturer narrative:
Clinical codes, component code, investigations codes. D10: ((B)(6)) 190-30-05 - alt ha s clr std sz 5. ((B)(6)) 186-01-56 - integrip cc, cluster 56mm,g3. ((B)(6)) 170-36-93 - biolox delta femoral head 36mm od, -3.5mm. ((B)(6)) 180-65-20 - alteon 6.5mm screw, 20mm. ((B)(6)) 180-65-20 - alteon 6.5mm screw, 20mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been due to a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) including but not limited to use error, implant positioning, and patient factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.